Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck inside - vagina [foreign body in reproductive tract]. Cannot get tampon out [device malfunction]. Case description: consumer contacted via phone and stated that his/her friend had a tampon stuck inside of her and she could not get it out. No serious injury was reported.